Event description:
The customer received questionable igg antibodies to toxoplasma gondii (toxo) results on their e601 analyzer since (B)(6) 2011. The customer provided data for two patients, one of which had discrepant results reported outside the laboratory. Units of measure were not provided. The patient's initial toxo result was 66. The sample was repeated using a western blot test and the result was negative. The sample was repeated using a dye test and the result was 1 negative. The patient had a toxo result from an architect analyzer of 0.8. The patient had a toxo result from a biomerieux isaga of 0. The patient had a toxo result from a vidas analyzer of 1 neg. The patient had a toxo result from a centaur xp analyzer of 4. The patient had a toxo result from a hemagglutination test on a (B)(4) diagnostics analyzer was neg. It is unclear if the results from the architect, biomerieux, vidas, centaur, or (B)(4) analyzers came from the same sample as the e601. Clarification has been asked for. On (B)(6) 2012, the patient's initial toxo result was 69. The sample was repeated using a western blot test and the result was negative. The sample was repeated using a dye test and the result was 1 negative. The patient had a toxo result from an architect analyzer of 0.8. The patient had a toxo result from a biomerieux isaga of 0. The patient had a toxo result from a vidas analyzer of 1 neg. The patient had a toxo result from a centaur xp analyzer of 5. The patient had a toxo result from a hemagglutination test on a (B)(4) diagnostics analyzer was neg. It is unclear if the results from the architect, biomerieux, vidas, centaur, or (B)(4) analyzers came from the same sample as the e601. Clarification has been asked for. There were no adverse events. The toxo reagent lot number was 163699 and the expiration date was not provided.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
The same patient sample was used for testing on the cobas, centur, abbott architect, biomerieux vidas, fumouze, western blot and dye test for the sample from (B)(6) 2011 and (B)(6) 2012. A sample from patient was returned for investigation. The sample were found to be correctly positive/reactive with the elecsys toxo igg assay. These results were confirmed during investigation using a validated neutralization assay.